Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 7:45 am. The patient reportedly manages her diabetes with an unknown type/dose of insulin and is a self adjuster. She claimed that approximately within the hour of the issue occurring, she began to feel nauseous but despite her symptoms she denied receiving any medical intervention. She stated she ate more food/drink than usual at approximately 8 am. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The battery did not need replacing based on its age and use of the meter. The issue was not resolved with troubleshooting and replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have an issue with an opened/shorted capacitor. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.